Event description:
The pt reports waking up with "severe withdrawal feelings" once a week ever since the last pump refill. The pt has had their current pump implanted since 2003. The last refill of their pump was not performed by the pt's following physician. The pt reports they went back to their usual hcp who assured the pt, the pump was functioning properly. The drug used was morphine. Add'l info has been requested from the hcp, but was not available on the date of this report.